Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by an end user that during a dressing change of aquacel ribbon, strings of the dressing remained in the wound. The indication for the use of the dressing was a residual wound in the right lower abdomen as a result of removal of a transplanted kidney. The end user reports a home health nurse had been doing daily dressing changes with the ribbon to a 4 to 5 inch post-surgical wound that had moderate exudate; the wound was packed with the ribbon and then covered with coverderm. The dressing had been in use for a couple of weeks before the event occurred. The end user did not known original surgery date. States on april 3rd when dressing removed strings from the ribbon were left in the wound; and were unable to be removed. She reports the wound was evaluated by a physician, whom she understood had called convatec to inquire if the dressing would disintegrate. The end user indicated that it was reported to the physician that the ribbon would not disintegrate and surgery was done on the (B)(6) to remove strings from the wound. There was no an infection noted; surgery performed only to remove remaining aquacel dressing and the end user now has wound vac placed to wound for closure.